Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening in anterior side assessed as surgical damage and opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases are observed. ¿ brown particles were observed on the shell.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-allergan device.